Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer fills new cartridge with insulin and then extracts insulin from used cartridge and puts it back in vial. Clinical support informed the customer that reusing insulin is off label per the tandem user guide. Reportedly , the customer reverted to an alternate method of insulin delivery. Customer's blood glucose was over 400 mg/dl.